Manufacturer narrative:
Approximate age of device - 3 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was having intermittent pump stoppages on battery power. A damaged wire was suspected in the driveline. The patient was exchanged to a pocket controller. On (B)(6) 2015, it was reported that the pump stops were later occurring on both the power module and battery power. The patient was asymptomatic and was started on a weaning trial and was found to have sufficient heart recovery. The pump was explanted on (B)(6) 2015.

Manufacturer narrative:
The patient was implanted with a left ventricular assist device. Although the reported alarms and pump stoppages were confirmed via the system controller log files, the cause of the events could not be conclusively determined because the entire percutaneous lead was not returned for evaluation. The system controller log file confirmed multiple low speed and pump stoppages with corresponding elevations in pump power and pi. Based on previous complaint experience, the captured event appeared consistent with a potential percutaneous lead issue. The pump was returned with the percutaneous lead cut at the pump end bend relief and only approximately 25 inches of the severed portion was returned. Electrical continuity testing of both sections of the lead did not reveal any discontinuities or shorts. Examination of the severed portion of the lead noted breakdown of the braided shield adjacent to the controller connector and bend relief but the underlying wire insulation show no damage or wear. Both sections of the lead were submerged in a saline bath for hipot testing to check for current leakage though each wire's insulation. The test did not reveal any leaks that would have resulted in an electrical short. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device related issue that would have contributed to the reported event. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.